Manufacturer narrative:
(B)(4).

Event description:
The patient contacted abbott medical optics to report that she is experiencing symptoms of severe glare in the right eye at night.

Manufacturer narrative:
Follow up with the implanting physician indicated that he saw the patient in (B)(6) 2013 and noted that the patient is using eyeglasses and corrected visual acuity is 20/20. Patient complained of blurry vision at night but she can see to drive and reads ''beautifully''. Her left eye also has an ''issue'' and that could be why there is a discrepancy, but there is nothing wrong with the implanted lens. The patient may have lasik surgery performed at some time. Manufacturing records were reviewed and showed no deviations or non-conformities. Diopter measurement records from this particular lens was verified and showed to be within specifications. The batch has passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to the manufacturer has been submitted.